Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that texium needle-free syringe, 3 ml leaked during injection. The following information was provided by the initial reporter: material no: my8003-0006 batch no (lot no): unknown. It was reported the texium syringe leaked while giving an injection. I have one nurse who is having a problem with the 3cc texium syringe leaking every time she injects a s.c. Dose of velcade. All my nurses in the clinic have a problem with the drug wanting to shoot straight out of the needle when they attach the needle to the texium for injection; however they have found a workaround for that issue so I don¿t believe I need help with that. They are holding onto the plunger and pulling back at the same time they attach the needle and therefore preventing the drug from squirting out the needle top. So problem solved on that issue. I don¿t seem to have any leaks at the texium/needle site with any other nurse except one ¿ and she continues to have leaks day after day. I do not have product to return to you nor do I have the exact lot number. As I stated previously; we are using the carefusion syringe with a 25g s.c. Safety needle by covidien for injection of velcade. I was mostly looking for some technique tips or problem solving question/answers for this situation. When the nurse attaches the needle; the velcade leaks from the needle connection every time. Not every nurse in my hem/oncology clinic is having this problem. It is isolated to one nurse and I feel she would benefit from a company personnel or professional to pin point the problem as she wants to create an incident report from it; in fact she has made her supervisor aware and may have written up a jspr already.